Event description:
Customer reported a button error on her insulin pump. The buttons are sticking when trying to bolus. Customer's blood glucose is 171 mg/dl. The device may have been exposed to sweat because customer holds the device in her bra. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However moisture damage was noted on keypad traces. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.